Event description:
The initial reporter received questionable ise indirect gen. 2 na results for one patient tested on a cobas c 501 module. The patient's initial na result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample. The patient's initial na result was 175 mmol/l. The patient's repeat na result was 148 mmol/l. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer checked the wash station and the tubing for the system's probes. The customer found a tube that had crystallization on the outside of it and then removed the tubing. The damaged part of the tube was removed and the tubing was reconnected. The customer performed a mechanical check, qc, and repeatability testing with acceptable results. The investigation determined the service actions resolved the issue.